Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization procedure, a 4.5x22mm enterprise vascular reconstruction device (product code: enc452212, lot number: 9682209) prematurely detached from the delivery wire at the section where the microcatheter hub and y connector were connected. The physician removed the y connector and stent, then switched to a new stent to complete the surgery without replacing the unspecified microcatheter (mc). There were no reported patient injuries or adverse consequences. Additional event information received on 24-nov-2025 indicated that the tip of the introducer sat correctly in the rhv and microcatheter hub. The introducer was placed securely in the hub prior to attempting to advance the delivery wire. There was no procedure delays/prolongation due to the event. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5x22mm enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as described in the event, the stent was detached from the delivery system. No appearance of damage was observed. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was subjected to dimensional analysis and the measurements that control the attachment and delivery of the stent were found within specification. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The customer complaint regarding a premature deployment of the stent was confirmed due to the detached condition of the stent. However, the dimensional analysis performed showed no issues that could have resulted in the premature detachment of the stent. With the information available, the root cause of the failure encountered cannot be determined. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# b)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization procedure, a 4.5x22mm enterprise vascular reconstruction device (product code: enc452212, lot number: 9682209) prematurely detached from the delivery wire at the section where the microcatheter hub and y connector were connected. The physician removed the y connector and stent, then switched to a new stent to complete the surgery without replacing the unspecified microcatheter (mc). There were no reported patient injuries or adverse consequences. Additional event information received on 24-nov-2025 indicated that the tip of the introducer sat correctly in the rhv and microcatheter hub. The introducer was placed securely in the hub prior to attempting to advance the delivery wire. There was no procedure delays/prolongation due to the event.